Manufacturer narrative:
The foreign materials were unable to be specified. Based on the information obtained, the causes of the foreign materials remaining were unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. The root causes of the foreign materials remaining in the subject device were unable to be specified. The subject events can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the cover of the distal end section and on the light guide lens of the distal end section. There were no reports of patient involvement.